Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 8cm balloon. No anomalies were observed to the device. A kink was noted 17.5cm from the distal tip. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: the guidewire patency was tested using an in-house 0.035¿ guidewire and the patency passed without issue. With the guidewire in place, an attempt was then made to insert the device into an in-house 7fr introducer sheath. The balloon was able to fully advance through the introducer sheath without issue. The balloon was then inflated to rbp (20atm) and deflated without issue. The balloon was then retracted from the in-house introducer sheath without issue. This test was repeated twice more with the same results. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed for retraction problems, as the balloon was able to be fully inflated, deflated, and retracted through an in-house 7fr introducer sheath without issue. The definitive root cause could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current dorado pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the basilic vein, the pta balloon catheter allegedly could not be retracted through the 7fr sheath. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.